Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: mar 13, 2021 section h3: device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricating material were observed on cartridge. The cartridge tip was observed deformed. The lens was observed damaged, stuck and exposed at the cartridge tip section. The leading haptic was also observed not folded. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the preloaded intraocular lens (iol) did not come out correctly and the lead haptic did something strange. Through follow-up further information was provided stating the lens inserter was placed into the patient's eye, but the doctor could not inject it into the patient's eye as it came out incorrectly. The lens may have got stuck due to the small incision size (2.4) and the patient's eye moving during the time of injection. The lens was partially inserted. However, there was no injury and no medical intervention was required, and the procedure was completed successfully using a backup lens. No further information is available.